Event description:
The device was returned with a request for repair. There was no reported patient impact. Analysis found that the black plastic part is burnt at the connection.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis found that the black plastic part is burnt at the connection. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues).